Event description:
Customer states the motor actuator is not working properly/not out of box/not early life/no follow up/ no additional info provided

Manufacturer narrative:
Follow up to be sent if additional information is received.